Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01262.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), ruby coils, and a catheter. During the procedure, the physician implanted a ruby coil in the target vessel using the lantern. The physician then attempted to implant a pod pc, but the pod pc did not fit in the vessel. Subsequently, the physician decided to remove the pod pc. While retracting the pod pc and the lantern through catheter, the lantern broke at the mid-shaft. It was reported that while removing the pod pc through the lantern, the physician experienced resistance. Therefore, the pod pc and lantern were removed together. The procedure was completed using a non-penumbra catheter, non-penumbra coil, and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01262.